Event description:
The pharmacist reports the drain bag not correctly joined to the cassette, there was a leak and they couldn't use the phaco system. Add info, received on (B)(6)-2010: the operating room nurse said some tape was used to stop the leak so they could use the cassette. It happened before surgery, there was no significant delay and no impact on the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).